Event description:
It was reported that the right ventricular lead was either fractured or dislodged during an lvad (left ventricular assist device) surgery. Post-surgery, the lead triggered a lead integrity alert for unstable and sometimes low pacing impedances as well as elevated sensing integrity counts and non-sustained tachycardia episodes. A lead revision was scheduled and the manufacturer's device implant records indicate that the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with 14- ventricular non-sustained tachycardia events less than or equal to 210 ms between (B)(6) 2012 and (B)(6) 2012. There were 11 ventricular fibrillation episodes less than or equal to 210 ms average ventricular-cycle between (B)(6) 2012 and (B)(6) 2012. Interference/noise was noted with ventricular short interval count equal to 31.6 counts avg/day, in 17.69 days, between (B)(6) 2012 and (B)(6) 2012. A lead integrity alert triggered. Programmer data shows one right ventricular lead integrity alert on (B)(6) 2012. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012.